Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The physician stated that the patient was hypervolemic and their symptoms did not correlate with the patient readings. The site believed that the patient was over treated based on the readings. The sensor was not recalibrated.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
Additional information was received 24jan2024. A correction to the event date was provided: the right heart catheterization was performed (B)(6) 2024 as originally reported. The site ultimately decided to recalibrate the sensor based on the data obtained from the right heart catheterization. The data was compared to readings taken by the patient electronics device on the same date as no hospital system readings had been obtained in the cath lab during the case. The sensor baseline was adjusted via the patient care network database and the baseline was decreased by 13 mmhg on (B)(6) 2025. A correction to the patient symptoms: the physician stated that the patient was hypovolemic or "dry" and their symptoms did not correlate with the readings